Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. During the investigation the technician discovered that the customer attempted repair of the device. The lcd color display cable and several other damaged components not consistent with normal wear and tear were replaced as a precaution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device's screen turned completely grayish/white and was illegible. Complainant indicated that there was no patient involvement in the reported malfunction.